Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a pocket revision procedure wherein the pocket was adjusted. The patient was doing well postoperatively.